Event description:
Her device just stopped working. The pt was using expired batteries. Replacement batteries were sent to the pt, but the new batteries did not restore the device. No physiological effects.